Manufacturer narrative:
One cac adapter, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter failed visual examination due to a to a tear on the output cable most likely due to the handling of the device. The controller ac adapter also failed functional testing as the device was not able to adequately establish a connection and provide power to a controller. The most likely root cause of the reported event can be attributed to an open circuit along the output cable or output connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller alternating current (cac) adapter would not provide power to the controller even though the light on the junction box was green. It was noted that there was no known damaged to the adapter. The cac adapter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.